Event description:
Medtronic neurosurgery received a copy of maude report (B)(4): the pt reported that a strata valve was implanted in 2006 due to normal pressure hydrocephalus. The valve lost its setting at least 13 times. On two occasions, it reset to 0.5 causing problems due to overdrainage. After getting a second opinion from another neurosurgeon, the shunt was explanted and replaced.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. Follow-up for additional info was not possible as no rptr contact was available from the maude report. Medtronic neurosurgery made five attempts to contact FDA regarding initial rptr contact info, all of which were unsuccessful. A review of the mfg records was not possible as no lot number was provided. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained.